Manufacturer narrative:
Correction(s): from product problem to adverse event; from malfunction to serious injury. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No conclusion can be drawn based on the incomplete information provided on alleged injury. Cook will reopen its investigation if further information is received.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/18/2017 as follows: patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis. Patient is alleging anxiety, back and abdominal pain and vena cava perforation due to the device. Patient alleges that device tilted, was embedded and difficult to remove. Patient alleges a complex, successful retrieval on (B)(6) 2016.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.